Manufacturer narrative:
No product was returned for investigation. Based on failure description that handpiece is broken, it¿s possible this complaint could be due to damage of the handpiece. However, without testing it¿s not possible to verify. If the product is returned for evaluation the complaint will be reopened and the evaluation will be completed. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. The reported complaint was not confirmed.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A facility surgical specialist reported that the c2602 cusa excel 36khz straight handpiece was broken and not working properly. Additional information received on 10jul2019 indicated that the customer did not have any information and was given this device for repair. No patient was harmed and they went to use another cusa device.